Manufacturer narrative:
(B)(4). Date sent: 05/02/2023. D4: batch # 124c78. Additional information: DHR completed for lot # 108c55 - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mfg. Date: 10/14/2022. Exp. Date: 08/31/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40b device was received with no apparent damage and with a gcr40g reload present inside a plastic bag. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, an opened packaging of reload was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line, and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 124c78, and no non-conformances were identified.

Event description:
It was reported that during the sigmoid colectomy procedure the surgeon used the contour stapler with a green load to transect the colon at the sigmoid/rectal junction. After firing the surgeon stated that it ¿didn¿t work¿. Part of the staple line held together while a portion of the rectum, nearest the pin, remained open despite being captured within the jaws of the device. It was unclear if there were staples in the tissue in that portion of the transaction. The surgery was delayed by ten minutes. The surgery was completed with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2023. D4: batch # unk. D10: lot # 108c55 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending for the reported lot #. When the DHR is completed, a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.